Manufacturer narrative:
Unsuccessful ring repair. On (B) (6) 2010, through follow-up with the health care provider, the operative report was received. Through the operative report, it was learned that the device was explanted due to a failed ring repair. Per the operative report of (B) (6) 2009, the mitral valve "appeared to be still very regurgitant. The anterior leaflet also appeared to be sclerotic. At this time after inspection, it was decided to replace the valve."

Event description:
Reportedly, the device was explanted after an implant duration of 33.53 months for unknown reasons. Per the cer: the ring was explanted and (B) (4) was implanted as a replacement. No further details were provided. The device will not be returned as it was discarded at hospital.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had another device explanted. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.